Event description:
The clinician was treating the patient with electrotherapy treatment. The patient was being treated for lower back pain. The clinician prescribed the russia waveform with a intensity setting of 15ma and a treatment time of 12 minutes. Additional treatment parameter setting included the frequency setting of the russian waveform set to 2500hz. The treatment was applied to the patient with new with '2x2' bluehands brand electrodes. The clinician position the patient in the lying position, prepped the lower back area with alcohol wipes, applied the electrodes and set the treatment parameters, as ascribed above. Once prepped the clinician began the treatment. Moments into the treatment, the patient began to complain of 'burning sensation' under the treatment electrodes. The clinician immediately stopped the treatment to address the patient's discomfort. The clinician removed the treatment electrodes to inspect the treatment area. The treatment area did not show any signs of burn, shock, or any other injury typical to electrotherapy treatment.

Manufacturer narrative:
Awaiting return and evaluation of device.